Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 255 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during filling up the reservoir with insulin air bubbles were noticed in the reservoir and approximate size of air bubbles was size of a marble. The customer stated that the air bubbles were not removed successfully. The device will not be returned for analysis.